Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: ¿failed open barrel clamp test and calibration.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿the barrel clamp had come off of its position potentiometer, so it wasn't registering with the unit that the barrel clamp was moving. I reseated it, and recalibrated it, and it works fine now. When I took the rear case off to access the barrel clamp, it reveals some internal damage to the front case. I had a spare front case on hand, so I swapped it out. The right iui was starting to corrode, so I replaced that as well. I ran the unit through its pms with no issues after all of that.¿ reported problem cause description: "calibration adjustment.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿